Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
On (B)(6) 2018, the patient's blood glucose (bg) levels exceeded 27.8 mmol/l (500 mg/dl) with large ketones while wearing the pod between 4 and 24 hours on the arm (cn-378336). Several correction boluses were administered using the pod but his bg levels did not decrease. The patient's ph levels were also low. The patient was brought to the hospital, treated with intravenous (IV) therapy and advised to change the pod. The new pod, however, did not decrease the patient's bg levels (cn-378346). The pod was worn for approximately one day and multiple bolus's were administered without affect. The doctor advised removal of the second pod and a third pod was applied to the lower back. It is unknown if any further treatment was provided after the second pod was removed and the patient's ketones were moderate upon removal. The patient's mother reported the IV therapy has helped and the patient's bg levels were decreasing. As a result of the event, the doctor increased the patient's basal and carbohydrate ratio. Nothing unusual was noted regarding the pods that were removed. The patient's blood glucose and insulin history is as follows: (B)(6). New pod was applied.